Event description:
It was reported that an incomplete cartridge change alert occurred. The customer then experienced an elevated blood glucose level of 555 mg/dl. Customer administered a manual insulin injection to address elevated bg. Tandem technical support educated the customer on the alert and ensuring to complete the cartridge change sequence.